Event description:
On (B)(6) 2013 it was reported that the handheld had a cracked screen. No information was provided on how the cracked screen occurred, as the physician stated it was unknown. The company representative tried to use the handheld to troubleshoot; however, he stated that the handheld did not work. A replacement handheld was requested and the one with the cracked screen was returned for product analysis. A visual analysis of the handheld was able to verify that the display was cracked. The cause for the cracked screen is associated with mishandling of the device. Once the screen was replaced with a known good screen, no further anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. No other information was provided. The flashcard was also returned for product analysis. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. No other information.